Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps (part number 471205-17/ lot number n10201020 0294) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 3 uses remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument had damaged insulation. The damaged insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the insulation of the fenestrated bipolar forceps instrument was found to be defective. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of conductor wire damaged insulation to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have the conductor wire insulation damaged. There was no material missing from the insulation and the conductor wire was not exposed. No signs of thermal damage were observed and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. An additional finding not reported by the site was also identified: the fenestrated bipolar forceps instrument was found to have various scratch marks removed on the main tube and the scratch marks were 0.037¿ ¿ 0.169¿ in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.